Manufacturer narrative:
Concomitant medical products: ddmb2d4 ICD, (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing noise was noted on the right atrial (ra) lead was noted on electrograms (egm), possibly caused by u nderground appliance or power tool. The lead remains in use. No patient complications have been reported as a result of this event.